Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 if information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that she had an EKG and then while trying to charge the implantable neurostimulator (ins), it just spins like it cant find it. No symptoms were reported.